Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5143710, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patients lead had migrated. It was noted that the lead had broken the skin and the site was infected.